Manufacturer narrative:
It was reported that an elderly patient had an abdominal procedure in (B)(6) 2010. He was discharged to a skilled nursing facility with the surgical drain in place. Upon removal the drain broke. The drain's fracture was jagged in appearance. No lot number was provided. It was reported that some resistance was met upon removal. When the drain broke, it slipped inside the patient and required surgical intervention to remove it. The sample was returned and evaluated. Nicks and cuts were seen around the torn area. The jagged break of the drain as well as the nicks and cuts surrounding the break on the drain suggest that mechanical damage such as from a suturing needle occurred prior to removal. During tensile strength testing, when a drain is pulled to the point of failure, the torn edges will be straight and not jagged. Nicks and cuts would significantly diminish the strength of the drain. No material defect was identified during the investigation. The root cause for this incident has been determined to most likely by user error. No corrective action is indicated. Due to the need for surgical intervention, this medwatch is being filed.

Event description:
Upon removal, the surgical drain broke. Surgical intervention was required to remove the retained piece.